Event description:
Boston scientific received information that this patient had reported receiving numerous episodes in the past in which shocks were given, however the patient experienced syncope during the episodes. Additionally, a nurse told the patient that their heart was beating too fast and the device was not able to do its job. The patient noted they have not yet contacted their cardiologist about the events. Additionally, no further additional information could be obtained about the cause of the syncope or overall event.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.